Event description:
After treatment with juvederm ultra(pt) and juvederm ultra plus (patient) in the lips, the patient presented with swelling and pain at the injection site. The physician has used amphidase, wydase and kenalog to lower the swelling, but the symptoms redevelop soon after. The physician said that the patient might be experiencing an allergic reaction. The physician said that the interventions were used to prevent worsening of the symptoms that may lead to permanent stretching of the lips and further pain. Recent follow-up with the physician noted the patient had a treatment with sculptra concomitantly and the intervention helped "somewhat". Note that two separate files were opened to document the use of each product (juvederm ultra and juvederm ultra plus) for this patient's treatment, and only one medwatch is being sent to FDA using patient.